Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, there was a pinhole in the balloon after being pulled back into the duodenum, which was confirmed via a photo submitted by the customer. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.